Event description:
Capsular contracture around bilateral breast implants (silicone gel), partial gel bleed from implants. Pt has pain associated with contractures. Pt has myofascial syndrome with multiple problems primarily involving left trapezius and arm. Pt believes this to be related to her gel implants.